Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the pacemaker exhibited high pacing impedance. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed.the device was near beginning of life (bol) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. The device was evaluated at various loads and results indicates the device detected and measured lead impedance changes within normal range. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.